Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm as well as a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and bilateral gore® excluder® iliac branch endoprostheses. After having deployed a gore® excluder® iliac branch component ceb231210 on the right side, a gore® excluder® internal iliac component hgb161207 was positioned in the hypogastric artery at the intended location. Intra-operative imaging confirmed a good fit and ballooning in both arteries ensued. Preparing implant for the gore® excluder® iliac branch components on the other side, a stenosed section in the common iliac artery was ballooned. However, when subsequently attempting to pass a gore® dry seal flex introducer sheath dsf (16/33) through this section with increased force, the physician experienced advancement difficulties and both the iliac branch component ceb231210 and the internal iliac component hgb161207 were reportedly observed to have moved towards proximal for a length of approximately 10 mm. Final angiography imaging revealed a type 1b endoleak of the hgb161207 component as the proximal movement had resulted in a loss of seal of the device inside the artery. On (B)(6) 2020, a re-intervention was performed and the type 1b endoleak was resolved during the implant of a gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® iliac branch endoprosthesis may include but are not limited to: endoleak.

Manufacturer narrative:
G3/g4: added PMA/510(k)number.